Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported a ventilator in which the screen was not displaying properly. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the air flow sensor and the central processing unit printed circuit board assembly to address and correct this reported event.